Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device using an 8f sheath. Reportedly, the needle plunger could not be pressed down completely and when the plunger was removed and the suture was being cut, the suture came out with the device. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral imaging results noted calcification was present at the access site. It should be noted that the proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device reference in b5 is being filed under a separate manufacturer report number.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was a closure of a mildly calcified left common femoral artery using a proglide device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, the needle plunger could not be pressed down completely and when the plunger was removed and the suture was being cut, the suture came out with the device. Another proglide was used; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.